Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as 6000089-2007-01749. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was pre-dilated with a 2.0mm balloon, unknown type. The physician then attempted to place a non bsc 2.5x23mm stent to the 90% stenosed lesion located in the extremely calcified, extremely tortuous, mid to distal left anterior descending (lad) artery, but was unable to cross the lesion. The physician then attempted to place a taxus express2 2.5x8mm drug eluting stent, but during insertion the patient experienced ECG changes and chest pain. The physician stopped advancing the stent and placed it where it could be inserted, location unknown. A portion of the stent was located in the false lumen so the physician tried to implant a taxus express2 2.5x8mm drug eluting stent, but experienced difficulty crossing the lesion and the previously placed stent. During insertion, the hypotube fractured outside of the body and was withdrawn. The procedure was completed using a non bsc 2.5x15mm stent. No patient complications were reported. Patient status post procedure is noted as good.